Event description:
It was reported in a literature publication that a retrospective review was performed of patients who had undergone repair of a mandible defect using rhbmp-2 with beta-tricalcium phosphate matrix or a cadaveric bone graft. 6 patients underwent reconstruction with the use of rhbmp-2 for segmental or near-complete rim mandibulectomy defects. The defect lengths ranged from 5 to 12 cm. The near-complete rim mandibulectomy defects all had a remaining mandible height of less than 8 mm. One patient presented with a recurrent ameloblastoma. The patient underwent an intraoral and extraoral approach using 8mg rhbmp-2/acs, allogenic cadaveric ulna, btcp matrix, and a locking reconstruction plate. Post-op, the patient had poor wound healing, postoperative trismus requiring mouth crankings, osteomyelitis with orocutaneous fistula, and eventual removal of the plate and bone.

Manufacturer narrative:
Literature article citation: desai et al. Use of recombinant human bone morphogenetic protein 2 for mandible reconstruction. (B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.